Event description:
Change tampon and it would come out undone and shed, retained.- vagina [foreign body in reproductive tract]. Tampon will come out open, undone, and shed [device breakage]. Tampon was loose and would open [device physical property issue]. Consumer reported via e-mail that tampon would come out open, undone, and shed. Tampon was loose and would open. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Change tampon and it would come out undone and shed, retained.- vagina [foreign body in reproductive tract]. Tampon will come out open, undone, and shed [device breakage]. Tampon was loose and would open [device physical property issue]. Case description: consumer reported via e-mail that tampon would come out open, undone, and shed. Tampon was loose and would open. No serious injury reported.